Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed. There was white residue that had been found on the area between the device attachment and the pump. No medical effects to the patient. The event occurred while in use with a patient at the patient's home, and the operator of the device was a health professional.

Manufacturer narrative:
One used sample was received for evaluation. Functional testing was able to confirm the reported leaking problem. The root cause was unable to be established. No lot number was provided; therefore, a device history record (DHR) review could not be conducted